Event description:
It was reported that during implant the lead exhibited high pacing threshold and high pacing lead impedance. Physician also had difficulty inserting stylet. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high threshold and high impedance could be confirmed. Analysis found tha t overtorque in distal coil damaged the inner insulation between proximal and distal coil near connector. The cause of high threshold and high impedance was determined to be short between the coils that was caused by damaged inner insulation.